Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01827. It was reported that the patient lost weight. In turn, the ipg migrated and was pressing again the patient's ribs causing pain and discomfort. Surgical intervention was undertaken on (B)(6) 2023 where in the ipg pocket was revised and relocated. Effective therapy was restored.